Event description:
As reported: "a 2.7 x 24mm locking screw (ref: 614524) of the elbow variax system was placed and at the moment when dr. Tightens it, the head is fractured leaving the rest of the screw inside the patient." Procedure was completed successfully with no adverse consequences or surgical delay reported.

Manufacturer narrative:
The reported could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device is not available for return, device is still implanted.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "a 2.7 x 24mm locking screw (ref: 614524) of the elbow variax system was placed and at the moment when dr. Tightens it, the head is fractured leaving the rest of the screw inside the patient." Procedure was completed successfully with no adverse consequences or surgical delay reported.